Event description:
It was reported that the rv lead showed high impedance with an increase from 500 to 1500 and also increasing thresholds. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.